Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was diagnosed with cancer and the tumor was behind their ins in their chest. The doctor said they did not have to remove the ins because they could take care of the cancer without moving it. They shot "lasers" at the tumor, but the lasers zapped their ins and the battery life went from 3 years to 1 year. No further complications were reported as a result of this event.